Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI number and other specific product information. If additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited suspected loss of capture. No adverse patient effects were reported. This lead remains in service.